Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was moisture damage on the lcd board. The pump had scratched lcd board, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 159 mg/dl at the time of incident. The customer stated that the pump was in sea water, had water under the screen and the buttons did not work anymore. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.